Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other report of this nature from the same facility with the involved product code/lot# combination. See MDR 9681834-2017-00149. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a broken capiox device. The following information was provided by the user facility: the capiox device was found broken when received in the hospital medical store; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the UDI no., the device return date, and the completed investigation results. The actual sample was returned to ashitaka in the state of being packed in an unknown outer box. The actual sample was taken out of the unit box and subjected to visual inspection. The peel pack was found not to have been opened yet. The peel pack had a break on the surface where the gas exchange module packed in it had contact with it. In the unopened pack the gas exchange module was found to have come off the support arm. The clips (n=2), which are the components to be used to fix the gas exchange module to the support arm, had come off their places. The actual sample was taken out of the peel pack for further inspection. The support arm and the components to receive the support arm on the gas exchange module were confirmed to be in the intact state. Visual inspection of the clips found one of the clips had been deformed. The above investigation revealed damage on the peel pack, coming-off of the gas exchange module from the support arm and the clips from their places. These anomalies are likely to have been caused due to the actual sample having been exposed to excessive shock force during transportation and/or storage. From the available information, however, it is difficult to determine definitely how and when the actual sample was exposed to such circumstances.